Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer stated that the buttons on the pump stopped responding this morning. Customer reported that now they appear to be working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched case.